Event description:
It was reported that deflation issues occurred. The patient presented with an acute myocardial infarction. The 99% stenosed target lesion was located in the severely tortuous mid right coronary artery (rca). After intravascular ultrasound (ivus) was performed, the lesion was direct stented with a 3.50x20mm promus premier¿ stent. After deployment, the lesion was post dilated with the stent delivery balloon at 11atms for 15 seconds. When deflating the balloon after the first post dilation, the physician felt that the balloon deflated slower than usual as the balloon deflated within one minute. A second dilation was performed at 12atms for 15 seconds and when the physician attempted to deflate the balloon, the balloon would not deflate. As the patient¿s condition was stable, the balloon deflation was performed although it took a ¿long time¿. When the balloon was slightly deflated, about 20%, the physician pulled the stent delivery system (sds) and retracted it into the guide catheter without an issue. When the device was removed from the patient it was visually checked and it was noted that the balloon of the sds did not deflate. It was confirmed through ivus that the stent was well apposed to the vessel wall and the procedure was completed. No patient complications were reported and the patient¿s current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was not returned as it had been placed in the lesion site. On initial examination, the balloon appeared to have solidified contrast media and traces of a coloured material that appeared red/brown in colour. The tip of the device appeared damaged and flared. Damage of this nature is consistent with the device having been inserted into a restrictive lesion site. The hub (manifold) of the device also exhibited signs of a coloured material red/brown in colour. Crimp markings associated with stent placement were evident on the surface of the balloon located between the distal & proximal markerbands. The bi-component bond, the port bond and the midshaft bond were visually checked for any evidence of kinking, stretching, tensile strain, torsional strain and compression failure of the shaft walls. No damaged was noted. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Under microscopic examination there was no evidence of scratches or damage to the wall or cone sections of the balloon, however microscopic visual examination was initially restricted and limited because of solidified solids adhered to the inner side of the balloon wall. A product mandrel was inserted into the port bond skive to support the lumen during inflation of the balloon. Initially the mandrel felt sticky with minimal frictional resistance however during advancement & withdrawal of the mandrel during 5 movements the mandrel was free from restriction during movement. The minimal resistance was most likely caused by residual contrast media within the wire lumen following the patient procedure. An attempt to inflate the device was unsuccessful due to the presence of solidified contrast medium inside the inflation lumen. The device was placed in a heated waterbath for 24 hours to determine if the solidified contrast media could be rehydrated thus allowing balloon inflation. Following the conditioning of the device, the balloon was successfully inflated to nominal pressure and subsequently to rated burst pressure. No issues were noted and the balloon maintained a constant positive pressure with no evidence of leaks through the tip of the device, the port bond or any of the associated balloon component bonds. The initial attempt to reduce the pressure and deflate the balloon was unsuccessful; the balloon did not deflate within the maximum performance time, however after a prolonged period of time the balloon fully deflated. The device was then purged on a number of occasions using a syringe to extract any material and remaining contrast solids from within the balloon and balloon lumen. The inflation device used for the examination was then filled with a mixture of water and green dye to act as a visual aid so as to determine the course of the fluid was taking within the balloon lumen and to clarify if there was any apparent obstruction to the inflation lumen. It was noted that the inflation of the balloon was successful on each attempt with no unusual flow pathways taken by the green dye fluid that was under pressure within the balloon chamber. The deflation times were maintained at a relative constant. Full deflation of the balloon was achieved on each attempt and met with the product specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deflation issues occurred. The patient presented with an acute myocardial infarction. The 99% stenosed target lesion was located in the severely tortuous mid right coronary artery (rca). After intravascular ultrasound (ivus) was performed, the lesion was direct stented with a 3.50x20mm promus premier¿ stent. After deployment, the lesion was post dilated with the stent delivery balloon at 11atms for 15 seconds. When deflating the balloon after the first post dilation, the physician felt that the balloon deflated slower than usual as the balloon deflated within one minute. A second dilation was performed at 12atms for 15 seconds and when the physician attempted to deflate the balloon, the balloon would not deflate. As the patient¿s condition was stable, the balloon deflation was performed although it took a ¿long time.¿ when the balloon was slightly deflated, about 20%, the physician pulled the stent delivery system (sds) and retracted it into the guide catheter without an issue. When the device was removed from the patient it was visually checked and it was noted that the balloon of the sds did not deflate. It was confirmed through ivus that the stent was well apposed to the vessel wall and the procedure was completed. No patient complications were reported and the patient¿s current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).